Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found that the image did not appear due to an image sensor failure on the charged coupled device unit. Additional findings include the following: there was degradation of the oredome, the connector was flooded, the switch had discoloration, and the scope mount had looseness / rattling. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative on behalf of the customer reported to olympus, the hd autoclavable camera head screen is not displayed. The device was inspected prior to use, the issue was found during reprocessing, the intended therapeutic procedure was completed with a similar device and without delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon "the screen does not appear" because communication failure occurred due to charge-coupled device (ccd) failure. Root cause of the charge-coupled device (ccd) failure is likely as immersion of damaged connector cable. The event can be detected/prevented by following the instructions for use which state: "do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. Do not pull out the video plug by pulling the camera cable. Otherwise, equipment damage may occur". Olympus will continue to monitor field performance for this device.